Manufacturer narrative:
H3: analysis results were not available as of the date of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the device was prepared as indicated in the IFU. The procedure was completed by using another coil. It was unknown if there was any causes or contributing factors for the. No issues was encountered prior to coil non-detachment. No pushwire damage was observed after removal from the patient. It was clarified that the reported statement, "the coil was detached from the aneurysm, so it was collected using a snare" meant that "it exited the aneurysm when it was pulled back."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil and instant detacher failed to detach. The patient was undergoing surgery for treatment of a saccular, ruptured right internal carotid artery (ica) aneurysm with a max diameter of 4.5 mm and a 3mm neck diameter. It was noted the patient's blood flow was ordinary and vessel tortuosity was moderate. It was reported that during detachment after coil placement, the coil did not detach; the coil remained attached. Repeated attempted were made but it did not detach. Afterwards, the coil was detached from the aneurysm, so it was collected using a snare. There was poor dislodgement. The physician attempted to detach the coil using the instant detacher 3 times. The physician did not attempt to withdraw using another instant detacher. There was no attempt to remove the device manually via the hypotube. There was no health hazard. The patient did not have any symptoms or complications related to this event. The product was used in an infected patient. The device was prepared as indicated in the package insert.